Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately (B)(6) post implant. A revision procedure was performed. The lead was successfully explanted and another ra lead was placed without incident. No additional adverse patient effects were reported.